Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, thrombus and are outlined along with potential actions to take. Inflow cannula obstruction and outflow graft kink may also result in low flow. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was found unresponsive by husband with vad alarm with a "low flow" on (B)(6) 2017. Emergency services was called and cardiopulmonary resuscitation (CPR) was initiated. Patient was transported to local emergency department (ed) where patient was "coded" for 1 hour with CPR and fluids given to the patient. No information was given as to rescue medications given during the code. Patient ultimately expired. It was stated that the coroner's office was performing the autopsy on (B)(6) 2017. It was further stated that the pump would be returned to the manufacturer. No additional information available.

Manufacturer narrative:
The lvad pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via log file analysis since log files were not provided. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Independent pathological report did not reveal evidence of thrombus within the pump; however, thrombus was found at the junction of the sewing ring and inflow cannula. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flows can be attributed to multiple factors including but not limited to thrombus at inflow cannula, revolutions per minute (rpm) too high or too low, poor vad filing, and/or outflow graft kink. If information is provided in the future, a supplemental report will be issued.